Event description:
It was reported by service report that there was evidence of fluid ingress on the top cover of the mattress. It is unk if there was pt involvement or if there are adverse consequences to report.